Event description:
Revision surgery needed 1 year 5 months post slap repair. Patient presented with pain and weakness on left shoulder. Second surgery revealed damage on the glenohumeral joint. Fragments of plla were removed from original hole in glenoid and humeral head. This device is used for treatment.

Manufacturer narrative:
Implant was not returned for evaluation and a definitive conclusion could not be determined from the information available. DHR review revealed nothing relevant to this event. No other complaints have been reported for this part/lot combination and there are no more of this lot in stock.